Manufacturer narrative:
Additional information received for this case reported that after the coiling procedure the endoleak still remained, the inner lumen was embolized by coiling. It was reported that the cause of the type ia endoleak is unknown, and the patients clinical course will be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on this case reported that a re-intervention to treat the dissection occurred approximately 25 months post index procedure. During the intervention a chimney technique was performed and an endurant cuff (36-36-70) was implanted. After the cuff was implanted it was noted that there was a type ia endoleak present which was treated by implantation of 9 coils to fill the gap and complete the procedure. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 18.3 mm x 20.8 mm to 25.8 mm x 24.2 mm to 28.2 mm x 29.6 mm along a 20 mm length. It was reported that the patient returned for a two year follow up and a possible aortic neck dissection was discovered. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by the physician.